Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for a different model. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 02/26/2009 by fax and mail. A completed questionnaire has not been received.